Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that his vns therapy programming computer was not operating properly. He stated that "it was not holding a charge as it was supposed to." Good faith attempts to obtain prod for analysis are currently being made.